Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d2, d4, d9, g3, g4, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the calibration and test cut met specifications. The ratchet was lubricated and the roller and cutter were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional graft or sutures were needed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that unit was tearing graft when meshing. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.